Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an implant procedure, the left ventricular (lv) lead was unable to be inserted into the device header. The lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event of lead pin insertion failure into the device was not confirmed. As received, a complete lead was returned for analysis. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into test ICD device. Additional findings unrelated to the reported event were observed. The lead failed insertion testing into a test is4 connector sleeve. Dimensional analysis identified an over-sized diameter in a section of the connector boot.